Event description:
It was reported the patient¿s implantable neurostimulator (ins) was to be relocated due to it being uncomfortable. It was noted the ins would potentially be relocated to the patient¿s abdomen. Additional information reported the patient was ¿doing fine after the revision and still continued to receive effective therapy.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).